Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) implanted to the mid rca and one endeavor sprint rx implanted to the 1st diagonal branch. The following day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).